Event description:
The customer reported that the v60 ventilator went to ventilator inoperative with error code message of machine and proximal pressure sensors failed. Upon follow-up, the customer reported there was patient involvement at the time of the reported issue was discovered; however, there was no patient harm.